Event description:
Bacterial meningitis secondary to streptococcus pneumoniae in a pt with a cochlear implant. The pt required hospitalization, antibiotic therapy and at the time of hospital discharge had left hemiplegia, hydrocephalus.